Event description:
The service center was informed that a customer evis exera ii ultrasound gastro-videoscope was returned due to a report of "there is a leak from the distal tip" during reprocessing. However, upon inspection and testing, the scope was found to have a reportable adhesive malfunction as the adhesive at the distal forceps cover was peeling off. No patient involvement or harm was reported.

Manufacturer narrative:
The service evaluation found the adhesive at the distal forceps cover was peeling off. The customer reported issue was confirmed as the scope was leaking out from the distal end instrument channel due to a cut on the channel wall; no fluid invasion observed. Additionally, the bending section cover glue is chipped, there are multiple broken elements on the ultrasonic image. The investigation is ongoing; therefore, the root cause of the reported issue/ malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the forceps cover glue peeling could not be identified. However, it is possible that the cause was related to some kind of external force that was applied to the relevant part. Per the legal manufacturer's instructions for use: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.